Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guiding cath: works; stent: xience alpine 3.0x28. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, and eccentric lesion located in the mid left anterior descending artery that was 90% stenosed. An unspecified guide wire was advanced for pre-dilatation with a 2.5 x 15 mm trek balloon and then a 3.0 x 28 mm xience stent was deployed. For post-dilatation, a 3.25 x 8 mm nc trek balloon was advanced with resistance due to the anatomy and ruptured during the first inflation at 5 atmospheres. The procedure was successfully completed with a non-abbott balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.